Event description:
As reported from (B)(6), the intraclude aortic device was inserted in direction to aortic valve, as usual. Balloon inflated and blocked with 12ml as usual. Then the balloon slipped in direction to aortic valve. Removed 1ml and attempted to re-position the balloon. During the attempted repositioning, the catheter could only be retracted with a lot of force or not at all. Also, it was not possible to insert more liquid into the balloon. In addition, the liquid that was already in the balloon leaked out. The exact leak point is unknown. It was decided to stop the minimal invasive procedure and to convert to full sternotomy. After the case, the patient was transferred to the ICU. No further injuries reported. It was seen that the balloon shaft is rough and has something like a hole. This might be the possible leak location. The defect of the catheter shaft location was between 63cm and 67cm.

Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and a pin hole with a scratch mark was observed between 65 cm and 70 cm marker bands on the shaft of the catheter. The shaft of the catheter was found to be leaking. The endoreturn introducer used in conjunction with the intraclude aortic device was found to have the incorrect y-connector in use on the manufacturing floor. This was confirmed by reviewing the raw material stock at receiving inspection. A CAPA has been initiated and supplier CAPA initiated due to this report. A product recall was also initiated as a response to the endoreturn introducer. It is important to note that the customer never alleged a product defect with the endoreturn introducer; no visible defects would have been seen by the customer. Through investigation of the intraclude device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device as this product did not perform as intended due to the nonconformance of the introducer. Without this nonconformance, it is our belief the device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system. Additional information: complaint referenced MDR submission of endoreturn introducer device, report number: 3008500478-2013-00469.